Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/ liberty cycler set malfunction or product deficiency. The patient¿s peritonitis was probably related to touch contamination when the patient dropped the pd catheter (not a fresenius product) end on the floor. Peritonitis is a well-known potential complication in pd patients often caused by touch contamination of the pd system. Should additional information become available this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported experiencing peritonitis and on antibiotics. Upon follow up, the pdrn stated that patient was diagnosed with peritonitis on (B)(6) 2018. The sample was drawn for culture on (B)(6) 2018 but there was no growth for organism. It was clarified with pdrn that peritonitis was not fungal or viral. The wbc count was 2702. The cause of peritonitis was touch contamination. The patient was treated with 1.7 grams of vancomycin and one gram of ceftazidime intraperitoneally. The patient did not require hospitalization and continued with pd therapy. The patient had no previous episode of peritonitis in recent past. Per pdrn, the outcome reported event of peritonitis was recovered.